Event description:
Potential for injury associated with the seat upholstery on a (B)(4) transport wheelchair tearing. This compromises the user's stability while seated, creating the potential for a falling injury.